Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported increased international normalized ratio (inr) and acute kidney injury could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision b, is currently available. Section 1 of this document lists renal dysfunction as adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an increased international normalized ratio of 7 and acute kidney injury and was admitted on (B)(6) 2024. It was noted that the patient was not previously known for acute kidney injury and had weight gain. The source of the issue could not be found, however the issue self-resolved. The patient was diuresed. No dialysis was required. The patient was discharged on (B)(6) 2024 and was stable at home.